Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that the customer's fill estimate was inaccurate after loading a cartridge with insulin. The customer's blood glucose level was 400 mg/dl. The customer indicated that an injection would be administered to lower blood glucose level. Cold insulin had been used.